Manufacturer narrative:
No parts were replaced on the system, so no parts have been returned. The system was determined in real time to be functioning normally. No further issues reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was driven into the patient bed, damaging the system covers. This damage reportedly interfered with the motion of the gantry door, preventing it from being opened normally. The manual door override was used to open the door. After the manual procedure was used, the normal door open/close functions performed as expected. The system was then able to be used successfully to complete the procedure. There was a reported 15 minute delay because of this issue. The patient was not impacted.